Event description:
The report stated that during a laparoscopic colon procedure the ligasure atlas handpiece would only seal once out of every 3 to 5 activations. The ligasure atlas was being used in conjunction with a ligasure system generator. Another ligasure atlas handpiece was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.